Event description:
Facility alleged that the rh head siderail will not latch in the up position. No injury alleged.

Manufacturer narrative:
Technician found that the rh head siderail will not latch in the up position due to the center arm assembly being broken at the rh head siderail. Replacement part was supplied to facility. Repair not yet completed.